Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage stress or external factors, degradation problem identified and wear problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there was stickiness on the control unit and up/down plate, forceps channel port was shaved, coating peeled off more than 1mm2 on the connecting tube was found. There was no patient involvement.